Event description:
The hosp reported that the incident occurred in the catheter laboratory. After approx five mins a decrease in pressure was noted. The unit was changed out at that time. The pt was not affected by the unit being changed out.